Event description:
Sample run as a cross check control sample recovered 62 mg/dl when run in duplicate for glucose and 3 meq/l when run in triplicate for co2. The expected values from when the same sample was run previously were 85 mg/dl for glucose and 36 meq/l for co2. The co2 assay was performed again on the check sample and recovered 32 meq/l. Results were used as internal qc check only. The user determined the probe was broken and resolved the issue. The user reports no further occurrences.